Event description:
Procedure: nephrectomy. According to the reporter: when the device was removed after firing, the pt was bleeding the procedure was changed to open. The pt was bleeding at the vessel hilum of the kidney. A blood transfusion was reported, but the amount was not given. Once the bleeding was under control, the doctor was able to finish the case.